Event description:
As per the distributor, "during the procedure, when the tyshak ii ptv catheter was inserted into the body of the patient, it was found that the balloon cannot inflate. The doctor doubted that the balloon may have burst. We then replaced a new one for him to continue the surgery."

Manufacturer narrative:
Catheter received in a condition which prevented evaluation. This was not reported as a balloon burst but rather as a inflation/deflation problem. Once the catheter was reviewed, it was determined that it was a longitudinal balloon burst. This kind of burst is seen when the balloon has been taken beyond its labeled rated burst pressure. It was not reported as to what atm this catheter was taken by the physician. A sample catheter was evaluated and performed to specifications. The labeled rbp of this catheter is 2 atm. The catheter did not burst until 3.5 atm. It was a longitudinal burst.